Manufacturer narrative:
The facilities biomed replaced the hi/low cylinder to repair the stretcher.

Event description:
Alleged the hi/low function drifted down during a procedure. The patient was not injured and the stretcher was pumped up a couple more times to finish the procedure.